Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service report is as follows: the unit kept blowing bulk fuse, tried motor controller, power supply. Traced problem to a section of wire with skinned insulation, replaced harness, verified calibration, function and safety tested. If the unit/part is returned for eval and up on results availability a supplement document will be provided. (B)(4).

Event description:
The customer reported: (B)(6) called maquet technical support to arrange a svc call for a cs300 that fails the self test. (B)(4).